Event description:
It was reported that the patient's carry case has white residue on it and it's wet to the touch. Settings obtained and pump powered down. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.